Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: a review of the black box showed the boluses on each day matched the total daily dose bolus history. During testing, a manual ten unit audio bolus and a ten unit normal bolus were performed and were accurately recorded in the bolus history. The bolus total daily dose correctly showed 20 units. The pump was run for 24 hours at a 1 unit per hour basal rate, and at the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. No alarms occurred during testing. The complaint of the pump bolus totals calculating a greater than five percent discrepancy was not able to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the bolus totals did not match. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.